Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4)

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the vent valve failed and leaked about 30 cc of blood. *blood loss of about 30cc, *product was changed out, *procedure completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on jun 26, 2018. (B)(4). The complaint sample was not returned for evaluation. A retention sample from the same product code and lot number combination was obtained and visually inspected. No anomalies were noted on the device. Ops valves are subject to a 100% leak test, to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The retention sample was manually run through each of these tests to determine if the umbrellas were functioning properly. The retention sample was found to pass all the tests. Without a returned sample, a definitive root cause could not be determined. It is possible that the unit had been over pressurized during use, causing the unit to leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.